Manufacturer narrative:
The device was returned for analysis. The reported ¿the suture came out attached to the plunger with the knot formed¿ was observed as posterior needle to cuff miss. The reported difficult to close foot could not be tested/confirmed, due to the condition of the device returned. The reported entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. The reported guide separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was pulled against resistance for removal. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle suture mediated closure and repair (smcr) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully pre-placed in the lcfa. Reportedly, when the plunger was removed from the prostyle device attempted in the rcfa, the suture came out attached to the plunger with the knot formed. The foot plate would not go down and the device was rotated and pulled against resistance for removal. The device separated at the guide. A cut down, incision of the vessel was performed to retrieve the separated portion of the device. No vessel damage was noted. The sheath was upsized to 14f and the aaa was completed. Hemostasis was achieved via surgical suturing in the rcfa. Hemostasis of the lcfa was achieved with the pre-placed prostyle sutures. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.